Event description:
During a bridging intervention of a bifurcated aortic stent graft and the internal iliac artery it was reported that the delivery catheter passed through the hemostatic valve with some resistance. It is thought that the stent was dislodged from the delivery balloon at the valve of the introducer sheath. No intervention was needed to retrieve the stent. No adverse effects to the pt.

Manufacturer narrative:
On completion of the eval, a follow up report will be submitted.